Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Occupation: attorney.

Event description:
Complaint description: der stated alval. Update ad 13 sep 2018: receipt of pinnacle metal on metal litigation received. In addition to what was previously reported, litigation alleges injury, discomfort, pain, stiffness, loss of motion, metallosis, necrosis, soft tissue damage, muscle damage, emotional distress, loss of mobility, loss of range of motion, mental anguish, and disfigurement. The patient harms, law firm, lawyer have been added. The manufacturing date has been updated. Update 17 dec 2018: receipt of ppf and sticker sheet records. In addition to what were previously alleged, ppf alleges elevated metal ions.

Manufacturer narrative:
UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> 1856303. Device history review ==> a device history record (DHR) review on (B)(4) shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.